Manufacturer narrative:
The most probable root cause is equipment, mechanical failure with method identified as a probable root cause contributor as determined in a previous investigation (B)(4) for an unrelated batch (s68516 m&j 4ct USA) for cells damaged/leaking. Batches s68516 (muscle & joint), t26686 (muscle & joint), t26691 (menstrual) and t26693 (menstrual) were manufactured consecutively from (B)(6) to (B)(6) 2017 on m line. S68516 ¿ (B)(6) 2017; t26686 - (B)(6) 2017; t26691 - (B)(6) 2017 to (B)(6) 2017; t26693 -(B)(6) 2017. Batches t26686 (muscle & joint), t26693 (menstrual) and t26691 (menstrual) had previous cell leakage complaint investigations with the same root cause (refer to (B)(4)). The cell-pack provides the heat in the thermacare wrap (the heat engine) and the top and bottom sheet encapsulates the chemistry, which makes up part of the heat engine along with a brine solution. The bottom sheet is drawn into the forming plates by vacuum to form the cells and allow for dosing. The upper sheet is hna (hot needle aperture) film that has holes that regulate airflow to the dosed cells which enables the chemical reaction that creates the heat of the wrap. Chemistry is a powder which is made up of a soft iron, carbon, or agm (absorbent gelling material). A brine (water, salt, sodium thiosulfate) solution is dosed into cell containing the chemistry during production. The solution triggers a reaction with the chemistry mixture in the presence of oxygen to produce the heat from the thermacare cell pack. The brine addition is designed to target the center of the cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses for each cell. The hoses are connected to individual nozzles aligned with each cell. The hoses are connected to the nozzles with pressure fit couplings. Once the chemistry and brine are dosed into the cells the top and bottom sheets come together and pass throu

Event description:
Event verbatim [preferred term] the pain in her small of her back [device ineffective] , using them on the small of her back [device use issue] , the black metal stuff included in the heatwrap ended up on her/it had fallen into her underwear [accidental exposure to product] , irritating of the skin [skin irritation] , she felt like she was sitting in dirt [feeling abnormal] , it was not very comfortable [discomfort] , the wrap has at least one cell not sealed and is leaking chemistry to the outside of the wrap [product quality issue] , one opened up and dumped the black stuff down her bottom/it was not sealed correctly [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number t26691, expiration date jul2020, via an unspecified route of administration from an unspecified date at 1 wrap used on the small of her back for pain the small of her back. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated that she had been using thermacare heatwraps for years. She stated that they were very helpful. She bought the menstrual pain therapy and used them on the small of her back for pain. Her husband put them on and makes sure the wraps were flat. She stated that one opened up and dumped the black stuff down her bottom. She stated that it was not sealed correctly. She stated that she had been using them for been years on the small of her back. She could not remember when she started but she stated that it had been at least 15 years for sure. She said that it went down the crack of her bottom and the side of her bottom. She had to dump it out of her underwear. She was glad it didn't get to the front. She stated that this was the first one that had broken open. She stated that she used one wrap then the one that broke open, and she still had one wrap left. She stated that she may continue to use the wraps. When it broke open, it was not very comfortable. She stated that she had a heating pad that did not cost her (B)(6). She stated that using the last wrap, she was a little iffy whether she would use it or not. She stated that she was uncomfortable with the pain in the small of her back on an unspecified date. She was nervous about trying the third wrap. She felt like she was sitting in dirt on an unspecified date. She stated that the stuff inside irritated the skin on (B)(6) 2018. She said that it wasn't severe. She stated that it only lasted a couple of hours and went away. She stated that there were no marking, scaring, or pain. She stated that the quality had changed since she started using them. She stated that the wraps did not heat up as quickly, stay warm as long or get as warm as they used to. She said that they were unbelievably great, they stayed very warm and helped. She said when she was working she loved being able to walk around instead of laying on a heat pad. The sample of the product was available to be returned. There is no treatment. Upon follow up on (B)(6) 2018, the patient stated that she had already made a complaint that the product came open while it was on her. She explained that the product burst open and the black metal stuff included in the heatwrap ended up on her. This product ended up staining and discoloring her toilet. She explained that this product rusted her toto toilet. She tried to clean up the toilet the best way that she could. Upon follow up on (B)(6) 2018, the patient stated she would be holding on to the wrap for now and not returning it as this was the only evidence she had of what was going on with the wrap and that there are some strange things going on with it. She stated that she had the wrap sitting on her desk and it was morphing as we speak and looks different all the time. She stated that the particles were crawling out of the broken cell and she said if she mails it back it could dangerous to her by touching it or it would change the composition of it by mailing it back. She said she had to remove the cells quickly as it had fallen into her underwear and the iron bits from the opened cells wound up staining the inside of her toilet. The reporter was thanked for calling back and it was suggested that at any time if she felt she would like to return the product to please use the prepaid mailer that was sent. Reporter responded again by saying she felt she most likely will not, the she had sent photos already and that if they'd like to let her know of their investigation that would be fine as she had provided all of her information. But she would like to hold on to the product for a while since this was her only evidence. Follow up set for final ir to be sent upon completion. Sample will not be returned at this time. The action taken in response to the events was unknown. The outcome of the event "irritating of the skin" was recovered on (B)(6) 2018, the outcome of the other events was unknown. According to product quality complaints group, investigation results included investigation summary: the most probable root cause is equipment, mechanical failure with method identified as a probable root cause contributor as determined in a previous investigation (B)(4) for an unrelated batch (s68516 m&j 4ct USA) for cells damaged/leaking. Batches s68516 (muscle & joint), t26686 (muscle & joint), t26691 (menstrual) and t26693 (menstrual) were manufactured consecutively from 27august to 07september, 2017 on m line. S68516 - (B)(6) 2017; t26686 - (B)(6) 2017; t26691 - (B)(6) 2017 to (B)(6) 2017; t26693 - (B)(6) 2017. Batches t26686 (muscle & joint), t26693 (menstrual) and t26691 (menstrual) had previous cell leakage complaint investigations with the same root cause (refer to (B)(4)). The cell-pack provides the heat in the thermacare wrap (the heat engine) and the top and bottom sheet encapsulates the chemistry, which makes up part of the heat engine along with a brine solution. The bottom sheet is drawn into the forming plates by vacuum to form the cells and allow for dosing. The upper sheet is hna (hot needle aperture) film that has holes that regulate airflow to the dosed cells which enables the chemical reaction that creates the heat of the wrap. Chemistry is a powder which is made up of a soft iron, carbon, or agm (absorbent gelling material). A brine (water, salt, sodium thiosulfate) solution is dosed into cell containing the chemistry during production. The solution triggers a reaction with the chemistry mixture in the presence of oxygen to produce the heat from the thermacare cell pack. The brine addition is designed to target the center of the cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses for each cell. The hoses are connected to individual nozzles aligned with each cell. The hoses are connected to the nozzles with pressure fit couplings. Once the chemistry and brine are dosed into the cells the top and bottom sheets come together and pass through the heat seal roll at the discharge of the heat pack maker (hpm), which heats and compresses the films together to bond them and seal the cells to prevent leakage. Evaluation of the photos of the returned sample shows the wrap has at least one cell not sealed and is leaking chemistry to the outside of the wrap. The area appears to have been left unsealed most likely due to brine being in the area around the cell preventing it from sealing. The brine pumps not working properly can cause brine dosing fluctuations. These brine fluctuations can be caused by dosing rotation failure, nozzles not being tight enough, issues with hoses and fittings that can result in defective cells. During the analysis of a previous investigation ((B)(4) cold cell investigation for an unrelated batch) it was found that there was no preventive maintenance (pm) in place for the brine pumps, the following preventive action was created and is applicable to the current event. Action item (B)(4) (due (B)(6) 2018) was generated to create the pm for the proper maintenance of brine pumps. In addition the in-process attribute quality checks sampling frequency intervals were changed from every 10 minutes to every 6 minutes to help monitor the batch real-time and allow reaction to defect issues before the entire batch is processed. This change was implemented on (B)(6) 2018. Work orders (wo) (B)(4) (b-line) and (B)(4) (m-line) were issued to inspect and clean the brine carriage nozzles for both lines. This is considered a mitigation action until the pm program is implemented. The wos are to be completed in (B)(6) 2018. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to the product quality control group received on (B)(6) 2018, the root cause for this investigation was revised per investigation (B)(4) menstrual & muscle joint us cells damaged/leaking. And to complete action item (B)(4): identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) menstrual & muscle joint us cells damaged/leaking was conducted follow up ((B)(6) 2018): new information received from a contactable consumer included: event details. Follow-up ((B)(6) 2018): new information received from product quality complaints group included event details and sample will not be returned at this time. Follow-up ((B)(6) 2018): new information received from product quality complaints group included investigation results. Follow-up ((B)(6) 2018): new information received from product quality complaints group included investigation results. Company clinical evaluation comment the above referenced lot number t26691 was recalled on (B)(6) 2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26691 was recalled on (B)(6) 2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.